Manufacturer narrative:
Ipg device information is unknown at this time. Therapy date is unknown for the following concomitant device: model 3186, scs lead. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was to undergo an unrelated surgical procedure (date unknown), but the device was not placed into surgery mode prior to the procedure. Monopolar cautery was utilized during the procedure. Postoperatively, the ipg would no longer communicate with external devices and was determined to be inoperable. Troubleshooting thus far has been unsuccessful. The patient is awaiting a decision for the next course of action.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.